Event description:
Harmonic scalpel did not test properly. The generator showed it was a "general assembly error" while being tested. The product name is ultrasonic curved shears with torque wrench/grip assist 9cm long/16mm blade length.